Event description:
It was reported that approximately one week after the left ventricular lead was implanted that the threshold increased from 1.3 volts to 2.5 volts. Also the lead impedance had decreased from 442 ohms at implant to 228 ohms at the one week check. It was noted that the lead could not be reprogrammed to unipolar due to the tip electrode previously causing diaphragmatic stimulation. An x-ray was done and there was no finding of the lead migrating. The patient continues to be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.